Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. The nurse in the hospital did not know how to use the safety needle correctly [device issue] ([blood glucose increased]). Case description: the incident does not represent a serious public health threat. Medical device info: (B)(4). This spontaneous case from (B)(6) was reported by a company rep on behalf of a nurse who was also the pt as "diabetic ketoacidosis and high blood sugars because my insulin was not given properly; the safety needles were not used incorrectly; they did not puncture my skin" and concerns a (B)(6) female pt treated with novolog (insulin aspart) flexpen for 2 to 3 years and ongoing, novofine 8 mm 30 gauge autocover needle from (B)(6) 2011 to (B)(6) 2011 and lantus (insulin glargine) (start and stop date not reported) due to type 1 diabetes. (B)(6). Medical history includes type 1 diabetes diagnosed 35 years ago. On (B)(6) 2011, the pt experienced diabetic ketoacidosis (laboratory values were not reported) and was hospitalized. Treatment was prescribed as subcutaneous injections with novolog (sliding scale) and lantus (does not reported). While hospitalized, the pt reported that she did not receive her treatment medications subcutaneously because the nurse who worked in the hospital used the novofine autocover safety needles improperly; the nurse failed to puncture the pt's skin with the needle. The pt reported that the novolog and lantus leaked onto her hospital gown because they were not injected subcutaneously. Her blood sugars spiked from 200 mg/dl to 400 mg/dl. The pt reported her physician wanted to keep her in the hospital for an add'l day, but she refused. The pt said she self-injected novolog flexpen and used the novofine autocover needle successfully prior to her discharge from the hospital and her blood sugars started to come down (values was not reported). The pt was discharged from the hospital "after 28 hours" on (B)(6) 2011. The pt discontinued use of the novofine autocover needle upon her discharge from the hospital on (B)(6) 2011. On (B)(6) 2011, in direct conversation with the pt, she stated; "there was nothing wrong with the novolog I received while hospitalized, and I did not use the novofine autocover needles prior to my hospitalization. The reason for my contact was because I wanted to make you aware that the autocover needles were used improperly during my course of hospitalization." Add'l details surrounding the events, treatments and outcomes were not reported. The pt reported the event of diabetic ketoacidosis was not related to novolog. The pt reported the event of high blood sugars was related to improper use of the safety needles (which did not puncture the skin). The outcome for diabetic ketoacidosis and high blood sugars was not reported. Outcome of "the safety needles were not used incorrectly" was reported as "recovered".